Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling. A functional check showed a failed mixing pump and requested a quote for the 2000 hour service package. As per follow information, a failed mixing pump was found. The device will be returned for a preventive maintenance.

Manufacturer narrative:
Upon further review it has been determined that the information in this record is of a duplicate record already submitted to the FDA, therefore bard/bd has determined that this MDR is not reportable.

Event description:
It was reported that the arctic sun device was not cooling. A functional check showed a failed mixing pump and requested a quote for the 2000 hour service package. As per follow information, a failed mixing pump was found. The device will be returned for a preventive maintenance.